Manufacturer narrative:
The product has not been returned for evaluation and will not be returned per the customer although attempts were made to retrieve the product. The DHR was unable to be obtained as the vig2 is a legacy monitor. The UDI was also unavailable as the vig2 is a legacy monitor.

Event description:
It was reported that the vig2 generated inaccurate numbers. The cco value is 1.8 vs .5 lm. The clinician exchanged the suspect vig2 monitor and everything is working fine. This was before use. There is no patient injury. There are no patient demographics available.